Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components including the body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The anterior cuff was still loaded inside the foot pocket. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported event. There was no needle strike mark on the foot. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The anterior cuff was captured successfully. Possible contributing factors for needle deflection that resulted in the anterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Based on the successful testing of the needle trajectory in the lab and during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. Reportedly, the common femoral artery was moderately calcified. The perclose proglide instructions for use (IFU) states: the safety and effectiveness have not been established, in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It was also reported that a 14fr sheath was initially used. The proglide IFU states: the perclose proglide 6f smc system is designed for use in 5f to 8f access sites. It was also states: the safety and effectiveness of proglide have not been established in the following patient populations: patients with introducer sheaths less than 5f or greater than 8f during the catheterization procedure. Whether this contributed to the reported experience is undetermined. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. The surgeon made the hole surgically smaller, inserted a 6fr sheath and a starclose se device was used to achieve hemostasis. A 14fr sheath was initially used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.